Event description:
End-user reported medical attention was sought on (B)(6) 2019 around 8pm at his home after calling prodigy earlier that day around 1:15pm with a complaint of high results. End-user stated that he tested his blood sugar and received a result of 518mg/dl. He stated that he then did 3 more tests and got results of 400, 280 and 500mg/dl. A normal reading for him at that time of day is around 220mg/dl. About 10 mins later the end-user said he started to feel light headed, dizzy and his mouth was dry, so he then called ems. End-user stated that he didn't consume and food or medication while waiting for the ems to arrive. Th end-user is on a sliding scale for his novolog and it is as follows novolog 2-12 units sliding scale: 5 units 200mg/dl, 8units 250mg/dl, 10 units 300mg/dl, and 12 units 400mg/dl paramedics arrived within 10-12 minutes and tested with their meter the end-user doesn't recall what the result was. He was then transported to the ER by the paramedics. He is unsure what his blood glucose was when he arrived at the hospital. He stated that he was given insulin (not sure what type) and he was also given potassium due to his being low. The end-user stated he was at the hospital about 4-6 hours and when he was discharged his blood glucose was 240mg/dl. He was told to follow up with his primary care doctor. He was treated at (B)(6) medical center located at (B)(6).